Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. Device was tested with test keypad and no frozen display noted. Device had cracked reservoir tubelip, case window display corner, scratched lcd window and case. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 68 mg/dl. Troubleshooting was performed. The device was returned for analysis.